Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) stating intraoperatively, after connecting the extension to the new implantable neurostimulator (ins), all impedance values were within range except for contact 7. However, following surgery and after closing the patient, all impedance values were observed to be out of range. Technical services reviewed potential causes of high out of range impedance values with the rep. The rep noted that the decision was made to send the patient home for two weeks. After this period, the patient will return to the hospital to reassess the impedance values. They noted that if the impedances remain out of range, a revision of the system may be necessary. No symptoms were reported. Additional information was received from the manufacturer representative (rep) stating the cause of the out of range impedances was not known, impedance was normal interaoperatively and pre-op prior to the implant of the new system, but post-op is when the impedance check showed oor. Troubleshooting included position change and use of a different tablet, but the issue was not resolved and it was re-stated the patient would be reviewed in 2 weeks.

Manufacturer narrative:
Continuation of d10: product ID 3778, serial# unknown, product type: lead. Product ID 37081, serial# unknown, product type: extension. Product ID 3778, serial# unknown, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep reporting that a lead revision was scheduled for (B)(6) 2025.

Manufacturer narrative:
H6 code belongs to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep reporting that the lead's lot numbers were va32jab028 and va32jab025 but they could not identify which one was the broken.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that during the revision, the extension and leads were visually checked and impedances were checked. One of the leads showed breakage and exposed wires. Both leads were replaced to give the patient MRI conditionality. It was noted that the lead was cut during replacement and was sent for microbiology test.

Manufacturer narrative:
Continuation of d10: product ID 3778 lot# serial# unknown implanted: explanted: (B)(6) 2025. Product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.